Manufacturer narrative:
This complaint was open to investigate the impella aic. The death was captured under manufacturer MFR report #1220648-2025-27395. The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. IFU states: impella cp with smartassist for use during cardiogenic shock. Section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported that the patient was on impella 5.5 support when an impella defective alarm occurred, and the pump stopped. The impella was exchanged. Several days later, the patient expired from multiple organ failure.

Manufacturer narrative:
The investigation has been completed. The impella device was returned for evaluation. The console logs from the reported day of event are mostly consistent with complaint and show that after over four days of uninterrupted support with the pump, a software process (imcgui) became unresponsive, which was detected by software watchdog and a soft reset was initiated as a mitigation response. During system restart, the pump was stopped when pump motor driver (pmd) communication was reinitialized, but prior to pump self-restart, reading of pump eeprom had failed, which resulted in ¿impella defective¿ alarm and inability to restart the pump. Console was tested, but issue was not reproduced. Reported issue of pump stop on ic8893 was concluded to have been pump-related. The issue only manifested itself after console performed soft-reset, in response to unrelated software process crash, which was followed by failure to read pump eeprom (due to pump failure). The cause of unresponsive software process was not determined, due to inability to reproduce. There were no issues with console's ability to run a good pump. The cause of the software process failure that led to unexpected automated impella controller restart was not determined since issue could not be reproduced. There was no issue regarding console's ability to read eeprom of a good pump. The device functioned/operated to specification. D.9 device returned to manufacturer date was added. B.3 revised date of event as it was entered incorrectly on initial manufacturer device report number 1220648-2025-29053. D.3 manufacturer name was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29053. D.4 lot number was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29053. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-29053 as it is unknown if the initial reporter also sent the report to the food and drug administration. H. 5 revised as it was entered incorrectly on the initial manufacturer device report number 1220648-2025-29053. H.8 added usage of device as it was inadvertently omitted on initial manufacturer device report number 1220648-2025-29053. H.10 instructions for use were reported incorrectly on the initial manufacturer device report number 1220648-2025-29053.